Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported event. Visual inspection under magnification of the wand shows a partially melted electrode. The shaft is in good condition and not compromised. There were no manufacturing abnormalities found. The wand was connected to a compatible c2 controller and activated in saline solution at default and max settings and on ablate- and coagulation and produced plasma on the remaining electrodes as intended. The complaint was verified and the root cause could be determined as ¿expected wear and tear¿. Factors that could contribute the reported event are: rate of ablation, power settings, prolonged use against dense or bony surfaces, suction rate, fluid management and mechanical displacement of tissue through applied force. They are all outlined in the instruction for use ("IFU") provided with the device associated with set-up and use of the device and could influence the functionality of the device. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported during a tonsillectomy and adenoidectomy procedure that the wand melt and broke. It is unknown if a backup was available and how the issue was resolved or whether the pieces were retrieved from the patient. No significant delay and no patient injury or other complications were reported.